Manufacturer narrative:
The reported issue was confirmed. Visual evaluation of the returned sample noted one opened (no original packaging present), used arctic gel pad kit present. Only the pouch foil was returned. All four pads were returned. Visual inspection of the pad surface noted no obvious visible defects such as a cut or tear in the foam. Visual inspection of the clear connectors noted visible chips and deformities at the ends of connectors for all pads except the left thigh pad. Zippered sample container bags were adhered to the hydrogel of the returned pads to simulate a liner replacement. Each pad was individually tested. For right chest pad, a total of 1.58 l/min m2 of flow rate were registered during the test. Also, the system diagnostics were reviewed and circulation pump command was 67%, inlet pressure was -7.1 psi. For left chest pad, a total of 1.34 l/min m2 of flow rate were registered during the test. Also, the system diagnostics were reviewed and circulation pump command was 100%, inlet pressure was -4.4 psi. For right thigh pad, a total of 1.27 l/min m2 of flow rate were registered during the test. Also, the system diagnostics were reviewed and circulation pump command was 100%, inlet pressure was -4.2 psi. For the left thigh pad, a total of 4.46 l/min m2 of flow rate were registered during the test. Also, the system diagnostics were reviewed and circulation pump command was 24%, inlet pressure was -7.0 psi. According to the test method, the flow rate was found not to be acceptable for all returned pads (acceptable range 2.4 l/min. M2) except the left thigh pad. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "5. Attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad. 6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit. 7. When finished, empty water from pads. Cold temperature increases the adhesiveness of the hydrogel. For ease of removal, leave pads on the patient for approximately 15 minutes to allow the hydrogel to warm. Slowly remove pads from the patient and discard." Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arcticsun device was displaying low flow. The pads were attached to the patient and were functioning for about 2 hours. The patient needed to go to the cardiac cath lab. The pads were drained of water, and disconnected from the machine. Upon return to the unit, the pads were attached to the machine and the machine alarmed ¿malfunction: low flow.¿ per trouble shooting it was advised to switch devices, however the issue still persisted on the second device. The pads were then exchanged and the problem resolved. The patient was able to complete therapy on the second set of pads.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arcticsun device was displaying low flow. The pads were attached to the patient and were functioning for about 2 hours. The patient needed to go to the cardiac cath lab. The pads were drained of water, and disconnected from the machine. Upon return to the unit, the pads were attached to the machine and the machine alarmed ¿malfunction: low flow.¿ per trouble shooting it was advised to switch devices, however the issue still persisted on the second device. The pads were then exchanged and the problem resolved. The patient was able to complete therapy on the second set of pads.